Manufacturer narrative:
Other devices listed in this report: cat. No.: 623-10-36f, trident 10° x3 insert 36mm ID, cat. No.: lot code: j92l2t ; cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, cat. No.: 53088803 ; cat. No.: 2080-0035, gap plate screws, cat. No.: mm00le ; cat. No.: 2080-0035, gap plate screws, cat. No.: nx00yd ; cat. No.: 6276-7-019, mod con dist stem 19 x 155 mm, cat. No.: caxp793d; cat. No.: 6276-1-023, 23mm mod rev hip body/bolt stdcomponent level 9006-1-023, cat. No.: 51467402. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had right hip revision. Previous revision of right total hip on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital. Patient presented with pain in hip. Dr. (B)(6). Removed the cup, 3 screws, liner and ball and reimplanted a new cup, screws, mdm liner and ball.